Event description:
Qv sars otc reported a swabbing with the test strip and a bloody nose -- tss reviewed pi.

Manufacturer narrative:
Investigation conclusion:a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error. Source: phone: (B)(6).